Manufacturer narrative:
The customer¿s complaint of tubing set separated and leaked from the drip chamber was confirmed. The separation was observed at the engagement between the outlet spigot of the drip chamber and tubing components. Visual inspection under microscope noted that both sides of the tubing had insufficient solvent applied at the engagement during manufacturing process. No other anomalies were observed. Functional testing was not performed as the customer's report was confirmed upon visual inspection. Dimensional testing measured the tubing to be within specification(s). The root cause of the tubing separation was a manufacturing issue for insufficient solvent being applied at the affected engagement due to equipment and/ or operator error.

Event description:
It was reported from the out patient center and blood infusion center that there have been several instances of tubing sets that separated from the drip chamber and leaked during priming. A new tubing set is primed which causes a delay. Although, it was reported that patient care was delayed it did not contribute to, or result in serious adverse impact to any patient; nor was the tubing set attached to the patients at the time of the event.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag, lot: v19c25b, exp: sep20, 0.9% sodium chloride injection-cap on male luer. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient demographics requested but not provided.

Event description:
It was reported from the out patient center and blood infusion center that there have been several instances of tubing sets that separated from the drip chamber and leaked during priming. A new tubing set is primed which causes a delay. Although, it was reported that patient care was delayed it did not contribute to, or result in serious adverse impact to any patient, nor was the tubing set attached to the patients at the time of the event.